Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. One day prior to the receipt of this report, the patient went to the hospital for a stomach infection. Five days after the receipt of this report, the patient was diagnosed with peritonitis. The next day after being diagnosed with peritonitis, the patient was hospitalized for peritonitis. While hospitalized, the patient was treated with unspecified antibiotics (dose, route, frequency and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The pd therapy was ongoing. No additional information was available at this time.